Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 device evaluation anticipated, but not yet begun.

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available.